Event description:
It was reported that a msm20 was used during a coronary bypass graft. It was reported by the affiliate that the instrument was not clipping tightly enough onto the veins. A slight gap was apparent and potential for leakage of side branches from veins.